Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 30-apr-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('intermittent bleeding / blood loss and clotting extreme') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), menorrhagia ("when I do have periods they last from 25 to 45 plus days"), alopecia ("hair loss / hair thinning"), arthralgia ("pain in my joints"), inflammation ("inflammation"), migraine ("migraine headaches on a regular basis"), dyspareunia ("sex with my husband I am in pain afterward for days"), adnexa uteri pain ("my ovaries ache a lot and occasionally have very sharp in the area"), depression ("extremely depresssed") with loss of libido and asthenia, abdominal distension ("feel bloated"), rosacea ("rosacea"), acne ("acne"), skin disorder ("chronic scalp condition"), hair texture abnormal ("hair changed texture"), dermatitis contact ("skin reacts with my wedding ring"), pain in hip ("lower back and hip pain"), back pain ("lower back and hip pain"), loss of personal independence in daily activities ("she could not even go to a park with her three year old son"), tooth fracture ("teeth are chipping and breaking off"), feeling abnormal ("brain fog ") and anxiety ("anxiety") and was found to have weight increased ("I have gained 85 lbs"), vitamin d decreased ("low vitamin d"), vitamin b12 decreased ("low b12") and red blood cell sedimentation rate increased ("high sed rate (erythrocyte sedimentation rate)"). The patient was treated with surgery (hystrectomy). Essure was removed. At the time of the report, the genital haemorrhage, weight increased, menstruation irregular, menorrhagia, alopecia, vitamin d decreased, vitamin b12 decreased, arthralgia, red blood cell sedimentation rate increased, inflammation, migraine, dyspareunia, adnexa uteri pain, depression, abdominal distension, rosacea, acne, skin disorder, hair texture abnormal, dermatitis contact, pain in hip, back pain, tooth fracture, feeling abnormal and anxiety outcome was unknown and the loss of personal independence in daily activities had not resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, depression, dermatitis contact, dyspareunia, feeling abnormal, genital haemorrhage, hair texture abnormal, inflammation, loss of personal independence in daily activities, menorrhagia, menstruation irregular, migraine, red blood cell sedimentation rate increased, rosacea, skin disorder, tooth fracture, vitamin b12 decreased, vitamin d decreased, weight increased and pain in hip to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('intermittent bleeding / blood loss and clotting extreme') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), menorrhagia ("when I do have periods they last from 25 to 45 plus days"), alopecia ("hair loss / hair thinning"), arthralgia ("pain in my joints"), inflammation ("inflammation"), migraine ("migraine headaches on a regular basis"), dyspareunia ("sex with my husband I am in pain afterward for days"), adnexa uteri pain ("my ovaries ache a lot and occasionally have very sharp in the area"), depression ("extremely depressed") with loss of libido and asthenia, abdominal distension ("feel bloated"), rosacea ("rosacea"), acne ("acne"), skin disorder ("chronic scalp condition"), hair texture abnormal ("hair changed texture"), dermatitis contact ("skin reacts with my wedding ring"), pain in hip ("lower back and hip pain"), back pain ("lower back and hip pain"), loss of personal independence in daily activities ("she could not even go to a park with her (B)(6) year old son"), tooth fracture ("teeth are chipping and breaking off"), feeling abnormal ("brain fog ") and anxiety ("anxiety") and was found to have weight increased ("I have gained 85 lbs"), vitamin d decreased ("low vitamin d"), vitamin b12 decreased ("low b12") and red blood cell sedimentation rate increased ("high sed rate (erythrocyte sedimentation rate)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, weight increased, menstruation irregular, menorrhagia, alopecia, vitamin d decreased, vitamin b12 decreased, arthralgia, red blood cell sedimentation rate increased, inflammation, migraine, dyspareunia, adnexa uteri pain, depression, abdominal distension, rosacea, acne, skin disorder, hair texture abnormal, dermatitis contact, pain in hip, back pain, tooth fracture, feeling abnormal and anxiety outcome was unknown and the loss of personal independence in daily activities had not resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, depression, dermatitis contact, dyspareunia, feeling abnormal, genital haemorrhage, hair texture abnormal, inflammation, loss of personal independence in daily activities, menorrhagia, menstruation irregular, migraine, red blood cell sedimentation rate increased, rosacea, skin disorder, tooth fracture, vitamin b12 decreased, vitamin d decreased, weight increased and pain in hip to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case upgraded to serious incident. Essure device removed. Reporter was added. On 23-mar-2020: social media content received : reporter added. Events added- feeling abnormal, anxiety. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.